Event description:
The hcp reported the patient was admitted to the hospital in 2006 with acute abdominal pain. The patient had a history of multiple abdominal surgeries and recurrent bowel obstructions. An MRI was done with no abdominal problems found. The pump was refilled with hydromorphone with no reservoir discrepancies or alarms noted. The abdominal pain continued requiring IV patient controlled analgesia machine. "On occasions pca unavailable, the patient exhibited opiodid withdrawal type symptoms which did not tie in with expected opioid dose." Fourteen days after refill, the expected reservoir volume was 13.8ml and the actual was 18ml. No alarms were noted. Aspiration of the catheter via the side port produced cerebrospinal fluid. "Pump malfunction suspected." The pump was programmed to the lowest rate and the patient was supplemented with fentanyl patches. The pump was replaced a month later. The catheter was not replaced. The patient outcome was reported as "currently being titrated back to therapeutic levels." The pump was sterilized and returned for analysis. "On the return, the low battery alarm was sounding. This was disabled."

Manufacturer narrative:
H6 - final device analysis results reveal drug related-motor housing/gear residue.